Event description:
The MFR received info alleging a ventilator malfunction. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.